Event description:
Caller alleged discrepant results between an inratio and inratio2 meter. Results as follows: date: (B)(6) 2012, inratio: 4.9, inratio2: 5.9. Timing between tests: immediate. Pt's therapeutic range: 2.0 - 3.0 inr. Pol has an inratio2 and an inratio meter. (See MFR report# 2027969-2012-00919). Pt was tested back to back on both meters using the same lot.

Manufacturer narrative:
Investigation pending.